Manufacturer narrative:
(B)(4). In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a large volume intermate had particulate matter. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between february 27, 2014 and march 4, 2014. Evaluation summary: baxter received one unit for evaluation. Visual inspection noted solid white particles between 0.20 to 0.60 mm in size, floating in the fluid of the bladder. The particles were in the fluid path. The particles were identified to be acrylic material via fourier transform infrared spectroscopy (ftir) spectrophotometer scanning. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.